Event description:
Sigmoid colectomy. Dlu was fired. Surgeon had difficulty removing the dlu from the tissue as it appeared "hung up" in the tissue. Once it was removed, a small tear resulting in an intra-operative leak was observed. Surgeon placed reinforcing sutures and retested the anastomosis and it was airtight. Upon inspection of the dlu, the plastic cut ring in the anvil was missing.

Manufacturer narrative:
Results and conclusions: upon analysis, the anvil cut ring was missing. A new cut ring was installed and the devive was attached to the flexshaft and fired as intended. Staple formation was acceptable. See scanned pages.